Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the batteries and power supply. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht50 ventilator internal battery is not charging when the unit is plug to ac power. There was no patient involvement.